Event description:
It was reported that this system was explanted due to an other non-product experience. There is no information indicating whether it was replaced. Several attempts were made to obtain further information, but the representative could not be reached. No additional adverse patient effects were reported.